Manufacturer narrative:
Product support conducted testing of (B)(4) with calibrator h (positive control), observations will be for tni recovery. Observations for tni recovery follow: no low bias or false negatives were observed. No error codes were observed. All data points with cal h were within the mfg 2sd range, with a % recovery of (B)(4) (within mfg final release specifications) no low bias or false negatives were observed with the positive control. Corrective action not required at this time.

Event description:
Caller alleged false negative troponin (tni) results using the triage meter: results as follows: triage: (blood edta sample), date: (B)(6) 2011, tni: <0.05, myo: 426, ck-mb: 13.6, bnp: 803. Abbott architect: tni: 0.45. Pt was confirmed as having a heart attack. Cqi was reported as being - ok.